Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's left eye. The surgeon explanted the lens due to refractive error. Another lens, same model and different diopter power (20.0d) was implanted. Reporter stated this incident was not product related.

Manufacturer narrative:
Method: medical review. Results: medical review: os: reportedly collamer single piece iol(23.5d) was explanted/exchanged, three weeks postoperatively, for the same model lens but different power (20.0 d) to address refractive error (unachieved target of -2d). No reported postoperative sequelae. According to the report by a nurse, the cause of the refractive error was unknown but was not lens related in origin. The iol exchange was not performed in order to prevent visual impairment. Given this information it is very likely that procedure related (pre-op miscalculation) and/or patient related (preference for certain uncorrected distance) could have caused/contributed to the event. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, it was determined that most likely the root cause of this event was miscalculation or mismeasurement. (B)(4).

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found a small piece of plate haptic is torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).